Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip difficulty to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. The clip is currently off the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.